Event description:
It was reported that a haptic of an intraocular lens (iol) had been torn in an operation. The reporter had a heavier feeling than usual when pushing forward its plunger for ophthalmo- viscoelastic device (ovd) setting, and the haptic got stuck by being caught between the plunger and cartridge when the plunger had ongoingly been moved forward. The physician tried to force the haptic to be removed, and it got torn and the lens without a haptic was implanted in the anterior chamber. The lens was taken out of the patient¿s operative eye by being cut. Further follow-up stated that the cornea was slightly damaged when the lens was cut and explanted. It took time to treat because the cornea is damaged. They did not report how it was treated. The ovd had been filled between from the lens mark to the inlet according to the procedure. There were no special actions other than the usual practice. No other information was provided.

Manufacturer narrative:
Implant date: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Explant date: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: nov 23, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received in a petri dish. The original complaint handpiece, folding carton, patient stickers, implant notification card, and direction for use (dfu) were received as well. Visual inspection under magnification revealed that the lens was received cut in half with a detached haptic and covered in viscoelastic residue. A bent plunger rod tip was observed. No additional defects or assembly issues were observed before and after disassembling the handpiece for evaluation. Conclusion: the complaint issue "haptic detached" was identified during product evaluation (difficult to use and delivery issue were not observed); however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.